Event description:
The customer reported that the column on system has been intermittently not moved up or down when the up or down buttong was pushed. Cases were continued without delay.

Manufacturer narrative:
The svc rep replaced the power supply. System operates as intended.